Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a frayed grip close cable at the grip hub. The frayed strands were sticking out at the hub. Other cables at the instrument's wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the user facility identified a broken cable on the large needle driver instrument . No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.